Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, abdominal pain(severe)"), device breakage ("the coils kept cracking"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 in 2004, parity 2 on (B)(6) 2007, multiple cesarean sections, hyperthyroidism and tonsillectomy. Previously administered products included for birth control: iud from 2004 to (B)(6) 2007. Concurrent conditions included allergy and hemophilia a. Concomitant products included azithromycin since (B)(6) 2016, beta-lactamase sensitive penicillins from (B)(6) 2014 to (B)(6) 2016, bisacodyl, cefazolin, ciprofloxacin since (B)(6) 2016, colecalciferol (vitamin d3), cyclobenzaprine hydrochloride (cyclobenzaprin) from (B)(6) 2012 to (B)(6) 2013, dexamethasone, docosahexaenoic acid (docosahexanoic acid), docusate sodium, ephedrine, estrogens conjugated (premarin), fentanyl, glipizide, hydrocodone bitartrate;paracetamol (norco), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, lidocaine, methylphenidate since (B)(6) 2012, midazolam, neostigmine, nitrofurantoin since (B)(6) 2009, ondansetron, ondansetron (zofran), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pethidine hydrochloride (demerol), promethazine, propofol, simeticone (simethicone), thrombin, tretinoin (vit a acid) and vasopressin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain (cramping)"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), pelvic pain ("pain, pelvic pain(severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent ablation on (B)(6) 2016, underwent laparoscopic assisted vaginal hysterectomy and underwent partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, pelvic pain and fatigue had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised any complications or problems that occurred at the time of your essure placement procedure and had complication from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed that plaintiff's fallopian tubes were bilaterally occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: plaintiff fact sheet received. Outcome of event abnormal menstrual bleeding was updated from unknown to recovered / resolved. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, abdominal pain(severe)"), device breakage ("the coils kept cracking"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 in 2004, parity 2 on (B)(6) 2007, multiple cesarean sections, hyperthyroidism and tonsillectomy. Previously administered products included for birth control: iud from 2004 to 1-jan-2007. Concurrent conditions included allergy and hemophilia a. Concomitant products included bisacodyl, cefazolin, dexamethasone, dimeticone, activated (simethicone), docusate sodium, ephedrine, estrogens conjugated (premarin), fentanyl, glipizide, hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, lidocaine, midazolam, neostigmine, ondansetron, ondansetron (zofran), oxycocet (acetaminophen w/oxycodone), pethidine hydrochloride (demerol), promethazine, propofol, thrombin and vasopressin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain (cramping)"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), pelvic pain ("pain, pelvic pain(severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy), surgery (underwent laparoscopic assisted vaginal hysterectomy), surgery (underwent ablation on (B)(6) 2016) and surgery (underwent ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, pelvic pain and fatigue had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised any complications or problems that occurred at the time of your essure placement procedure and had complication from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on 12-may-2009: confirmed that plaintiff's fallopian tubes were bi 12-may-2009 hysterosalpingogram - confirmed that plaintiff's fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, abdominal pain(severe)"), device breakage ("the coils kept cracking"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 in 2004, parity 2 on (B)(6) 2007, cesarean section, hyperthyroidism and tonsillectomy. Previously administered products included for birth control: iud from 2004 to (B)(6) 2007. Concurrent conditions included allergy and hemophilia a. Concomitant products included bisacodyl, cefazolin, dexamethasone, dimeticone, activated (simethicone), docusate sodium, ephedrine, estrogens conjugated (premarin), fentanyl, glipizide, hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, lidocaine, midazolam, neostigmine, ondansetron, ondansetron (zofran), oxycocet (oxycodone hydrochloride w/paracetamol), pethidine hydrochloride (demerol), promethazine, propofol, thrombin and vasopressin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain (cramping)"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), pelvic pain ("pain, pelvic pain(severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy), surgery (underwent laparoscopic assisted vaginal hysterectomy), surgery (underwent ablation on (B)(6) 2016) and surgery (underwent ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, pelvic pain and fatigue had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised any complications or problems that occurred at the time of your essure placement procedure and had complication from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that plaintiff's fallopian tubes were bi (B)(6) 2009 hysterosalpingogram - confirmed that plaintiff's fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), pain, pelvic pain(severe) and fatigue. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Event the coils kept cracking was added. Outcome of the event added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent partial hysterectomy with bilateral salpingectomy for essure remo). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus and bilateral fallopian tubes. Diagnostic results: (B)(6) 2009: hysterosalpingogram - confirmed that plaintiff's fallopian tubes were bilaterally occluded. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.